Event description:
It was reported that this patient was undergoing extracorporeal shock wave lithotripsy (eswl) for kidney stones and the pacemaker had a magnet taped over it. During the procedure, the patient's chest started jumping and stopped once the procedure ended. This was understood to be inappropriate shocks due to oversensing of noise during this procedure. Technical services (ts) reminded the health care professional (hcp) that the tones need to be heard from the device when the magnet is applied. This pacemaker remains in service. No additional adverse patient effects were reported.